Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that no apparent alerts were on the atellica ch 930 analyzer on the day of the event. The customer noted that quality controls (qc) were valid and repeated multiple times and verified no issues with qc. Siemens reviewed files from the atellica ch 930 analyzer, and the onboard integrated multisensor (imt) diluent had an invalid barcode ID. The data indicates the operator manually entered the barcode ID (B)(6) for the imt diluent fluid bottle. After examining the barcode ID, siemens noted the last three digits should be the bottle sequence number separated by a comma and not (B)(6). Siemens noted that sodium (na) results increased with each use of the imt dilutent on (B)(6) 2021, at approximately 10:06 a.m., and indicates the bottle was nearing empty and resulting in an incorrect pre-dilution of the samples. On the same day, the operator replaced the standard a and imt diluent fluids and ran a calibration followed by qc at approximately 13:12. The data informs that qc recovery was within range after loading new fluid bottles. Siemens confirmed no reagent lot or method issue and no evidence of a product issue. The analyzer is operating as specified. Siemens concluded that the potential cause of falsely elevated sodium results is due to an operator error and manual entry of an imt diluent with an invalid barcode. The analyzer is performing within specifications and required no further evaluation.

Event description:
The customer obtained discordant, falsely elevated sodium (na) results on an atellica ch 930 analyzer. The customer informed siemens that it is unknown if the falsely elevated results were reported to the physician(s). The customer used the same samples and analyzer to perform repeat testing. The customer stated that repeat results were lower and reported to the physician(s) as the correct results. There are no reports of patient intervention or adverse health consequences due to the falsely elevated sodium results.